Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34; defects¿ or & #34; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a high impedance and a prematurely depleted battery was observed for the patient. The physician ordered x-rays for the patient as the physician suspected the lead was either unplugged or broken. The patient's generator was implanted just last year and when the device was last interrogated no anomalies were identified. X-rays were also included for review. Review of the x-ray shows that one of the lead pins appears to not be completely inserted into the generator. Due to the incomplete pin insertion, it is likely the battery was having to generate more power in order to deliver the programmed output current with high impedance present. No additional relevant information has been received to date.

Event description:
Update was received that the patient had their generator replaced. During the surgery, the surgeon removed and re-inserted the lead and impedance was resolved. As the battery was low the patient's generator was replaced. The suspect device has not been received to date.

Event description:
As review of the x-ray shows that one of the lead pins appears to not be completely inserted into the generator, with the high impedance present, the battery was having to generate more power and therefore caused the battery to deplete quicker.